Manufacturer narrative:
This event did not involve malfunction of the passy-muir valve. The user failed to follow manufacturer's instructions stating that the tracheostomy cuff must be completely deflated when the passy-muir valve is placed. The user appears to have applied a medical device without sufficient knowledge or understanding of the medical device. As the manufacturer of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet, patient handbook and caution labels. The caution labels are brightly colored and designed to be placed on the tracheostomy tube pilot line where the cuff is inflated and deflated, as well as at the bedside and in the patient chart. This product is brightly colored and marked passy-muir.

Event description:
As reported by doctor: at the end of a brief procedure, a cuffed trach tube was replaced in the established tracheotomy tract and the patient was ventilated through it. After the patient was breathing spontaneously, but before the ability to communicate effectively returned, the assembly which the patient had worn into the or, consisting of the (purple) pm valve and a means of delivering oxygen, was replaced. Nobody realized that either the valve should have been removed or the cuff should have been deflated. Fairly soon, the patient's respiratory status declined and peneumothorax was identified quickly.